Manufacturer narrative:
Device was received, the diopter confirmed to be correct as labeled. Astigmatism and resolution met specifications. While we are unable to definitively determine the cause of this adverse event, the results of our investigation reasonably suggest it is not manufacturing related.

Event description:
Lens was removed and replaced without complication due to the patient's complaint of dysphotopsia.